Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap hysteromyoma, an error 5 was displayed soon. The device contacted with a claw-forceps a few times. When the device was pulled out outside the patient, the electrode came off and fell on the floor. Another device was used to complete the case. There were no adverse consequences to the patient. No fragments were confirmed inside the patient on x-ray and on video of the procedure. One device will be returning.

Manufacturer narrative:
(B)(4). The device was received with the distal tip of the blade broken off. The broken part of the blade was received along with the instrument. The remaining blade portion in the device was scratched. Initial visual inspection revealed the presence of body fluids, which indicates that the device was used. Due to the blade damage, the device was confirmed to be non-functional. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade 'lockout' later in the procedure, and continued usage can result in a broken blade. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.